Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead encountered resistance and could not move smoothly through the sheath. It was also reported that the lead could hardly reach the target position. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead inserted in the introducer with no resistance. If information is provided in the future, a supplemental report will be issued.